Manufacturer narrative:
The device history record (DHR) was reviewed on 12/6/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 12/18/2018, mentor received additional information that the patient underwent bilateral limited capsulectomies and bilateral removal and replacement with mentor memorygel breast implant gel prostheses on (B)(6) 2018; catalog # 3504001bc, s/ns (B)(4), 400cc (l) and catalog # 3504251bc, s/ns (B)(4), 425cc (r). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device was received with no fluid. Yellow material was observed within the device and on the shell surface. Upon receipt the device appeared intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, analysis lab was precluded from further evaluating the device. No anomalies were discovered. Complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. The device history record (DHR) for the lot number 111169 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. At this time is not possible to determine the origin of the yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/11/2019, mentor was made aware by the initial reporter that the suspect medical device belonging to this patient and complaint was erroneously reported under another patient and complaint. The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor siltex round moderate profile 275cc saline prosthesis, catalog: 3542640, lot: 150650. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation with mentor siltex round moderate profile 275cc saline prostheses experienced deflation on the right breast prosthesis post procedure. As a result, the patient underwent bilateral removal and replacement with unspecified breast prostheses on (B)(6) 2018.